Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was panicking because they used to have a non-rechargeable ins and one of them died in the last 1.5 years. The patient was at the hospital for a week and was in rehabilitation for a week. It was noted the patient ¿took a lot of current.¿ they weren¿t sure but they thought it was in (B)(6) 2013. The ins was fine at the time of report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient had gait difficulty and frequent falls until the rechargeable implantable neurostimulator (ins) was implanted. The patient had no increase in symptoms when the recharging unit failed. The ins battery depletion was normal and the ins had been programmed in continuous mode. The patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: 3387s-40, lot# v087696, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
Patient code (B)(4) no longer applies.

Event description:
The patient later reported they did not know the battery was low and were unable to move or get down the stairs when it died. An ambulance was called to get the patient on a gurney and down the steps to go to the hospital. A manufacturer representative (rep) reportedly walked the patient through operating the device.

Manufacturer narrative:
(B)(4).